Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked the following information was provided by the initial reporter: "needle would not push medication through". Add info received: 3rd customer response. Are you able to provide the incident date? - the incidents happened several times in (B)(6) 2023. We have 3 boxes remaining of unused needles. Is sample available for evaluation? If yes, kindly provide the facility address for us to create a return label. (B)(6). If you are unable to send a sample, could you provide any photo/video of the reported issue? - we can not provide photo or video of used needles. What is the patient outcome? Are there any adverse events/serious injuries? Patient outcome is that they had to be restuck by another needle that was functioning properly. Was there a delay of, or change in, the course of treatment due to the event? - the only change in the course of treatment was to use another needle. What type of procedure is being performed? What was the medication/fluid in use at the time of the event? - these needles were being use to give flu shots. Were you able to draw up solution and then unable to expel? - we use prefilled syringes and a fresh needle every time we give an injection. We do not draw up medication and give an injection with the same needle. ¿ is there any visible blockage? - there is no visible blockage. The needle is too thin to look through.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. During review of the processes, it was determined process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Mat# 306616 batch# 2202914. It was reported by the customer that needle would not push medication through. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number (B)(4). Report date 10/11/23. Factory/manufacturer . Bd MFR reorder # 192-n251s. Product name needle, sfty 192-n251s preventsg org 25gx1" lot / serial number (B)(6). Product concern . Needle would not push medication through customer name (B)(6). Add info received 3rd customer response: ¿ are you able to provide the incident date? - the incidents happened several times in july/sept 2023. We have 3 boxes remaining of unused needles. ¿ is sample available for evaluation? If yes, kindly provide the facility address for us to create a return label. - hcat-southlake 1001 w southlake blvd. Southlake, tx 76092 ¿ if you are unable to send a sample, could you provide any photo/video of the reported issue? - we can not provide photo or video of used needles. ¿ what is the patient outcome? Are there any adverse events/serious injuries? - patient outcome is that they had to be restuck by another needle that was functioning properly. ¿ was there a delay of, or change in, the course of treatment due to the event? - the only change in the course of treatment was to use another needle. ¿ what type of procedure is being performed? What was the medication/fluid in use at the time of the event? - these needles were being use to give flu shots. ¿ were you able to draw up solution and then unable to expel? - we use prefilled syringes and a fresh needle every time we give an injection. We do not draw up medication and give an injection with the same needle. ¿ is there any visible blockage? - there is no visible blockage. The needle is too thin to look through.

Manufacturer narrative:
Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.